Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 361 mg/dl. Customer experienced symptoms such as nausea throwing up with low back pain and large ketones. The customer current bg level was 398 mg/dl. The customer was treated with bolus manual injection. The customer stated that the infusion set has cannula bend. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.